Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noted the wash valve was dirty limiting movement which caused insufficient wash buffer to be delivered to the reaction vessels. The fse cleaned the wash valve. A system check and high sensitivity system check were performed with passing results. All mdrs associated with this event: 2122870-2014-00780; 2122870-2014-00781; 2122870-2014-00782. (B)(4).

Event description:
The customer reported an access 2 immunoassay system generated nonreproducible troponin I (accutni+3) results for six patients between (B)(6) 2014. This MDR reports the results that were generated on (B)(6) 2014 for two patients; the customer stated that the patient samples were tested in duplicate; the issue was found when duplicate accutni+3 results did not match. There were no elevated accutni+3 results released from the laboratory. The customer is not aware of any impact to patient treatment in connection with this event. The patient samples were collected in lithium heparin gel barrier tubes. The samples were initially centrifuged for 10 minutes in a statspin4, then aliquoted into insert cups and centrifuged in a statspin 3 for an unknown amount of time. Quality control (qc) results were within the customer's established ranges prior to and after the event.